Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the ac power inlet was "burned." Additional evaluation findings are as follows: 1.) Mesh turret failure; 2.)turret noted slow; 3.) Scope detection sensor noted worn; 4.) Appearance noted poor. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report that upon startup the front panel was blinking. Upon inspection and testing of the returned device, it was found that the ac power inlet was burned. This report is submitted due to the finding that the ac power inlet was burned. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a degradation of the mesh turret. Olympus will continue to monitor field performance for this device.